Manufacturer narrative:
Device eval/analysis: symptom of hypotension during transfusion using device limited to small cohort of conditions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of following circumstances: hemodialysis, cardiac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors and rapid transfusion flow rates. In this specific case conditions were: administration of medication known to give rise to vascular instability, cardiac surgery, anesthesia and rapid transfusion flow rate. These conditions per se not not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as unidentified idiopathic factor in pt must also be present. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether device also plays contributing role in reaction observed. Device has been used for multiple thousands (in absence/and presence of above conditions), without incidence of hypotension reactions. There has been no correlations between mfg lots and these reactions. Review of lot mfg history revealed no deviation from normal mfg practices. This category of reactions appears limited to small number of health care facilities. Although this reaction could be consistent with presence of short-lived biological modifier, no evidence of such modifier was confirmemd in this instance. The specific cause of this category of low frequency hypotensive reaction remains unidentified. Unless substantially significant info becomes available, this constitutes final report.

Event description:
It was reported that a patient being transfused with autologous blood through the device experienced a decrease in blood pressure to 40mmhg. It is unknown what the patient's blood pressure was prior to this transfusion. The patient was under anesthesia after open heart surgery when the transfusion was started. No reaction appeared when a administration set was used without filter.